Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Brand name: pipeline flex with shield technology model number: ped2-475-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of a medium unruptured saccular right para ophthalmic aneurysm, measuring 16.5mmx8mm. Landing zone distal 3.8mm proximal 4.7mm. Vessel tortuosity was described as severe. The pipeline and any accessory devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that during the procedure, the first pipeline flex with shield was advanced through the catheter with resistance. At deployment, the device did not fully open on the distal end. Less than 50% of the pipeline had been deployed when it failed to open. The device was resheathed three times and still did not open properly. The system was removed. The distal part of the pipeline device was noted to have damage. The case was completed using new devices. There were no reports of patient injury in association with this event.

Manufacturer narrative:
D10: device available for evaluation: additional information; g4. Date MFR rec: additional information: h2: type of follow up - device evaluation; h3: device evaluated by manufacturer; additional information: h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex with shield braid found fully opened and moderately frayed. Pushwire appeared to be bent at the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open. The returned pipeline flex appeared to be fully opened and moderately frayed at both ends. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. In addition, the pipeline flex shield was confirmed to have resistance during delivery as the pipeline flex shield appeared to be damaged. From the damages seen on the pushwire (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex with shield through the medtronic catheter against resistance. It is likely that the patient tortuous anatomy may have contributed to the failure to open and resistance during delivery. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex with shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex with shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex with shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.